Manufacturer narrative:
This was initially reported by our importer under MDR (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to a loose humeral stem, approximately 3 months after the primary surgery . According to the surgical representative, the humeral stem was loose . The surgeon explanted the size 10 humelock ii cemented stem and the 135/145 40/+3 stability humeral cup and then implanted a new size 10 humelock ii cemented stem, a 40/+6 stability cup, and a 135/145 reversed adapter for an extra +9mm of spacing.